Manufacturer narrative:
The actual dialyzer involved in this incident was not available for investigation and the lot number could not be provided by the facility. Chemical testing was performed on retention samples of the last lots of dialyzers distributed to the clinic. The results conformed to the product specifications.

Event description:
The pt is new to dialysis since (B)(6) 2011. She was dialyzed 20 times between (B)(6) 2011 and (B)(6) 2011. She was dialyzed uneventfully eight times using a revaclear dialyzer. Seven mins into her ninth treatment on a revaclear dialyzer the pt shouted that she was having trouble breathing and she became unresponsive. A code blue was called. The blood in the extracorporeal circuit was returned to the pt. Her heart rate was bradycardic on a monitor, and for a short period she received CPR. The pt was intubated and began to breathe. She was transferred to the ICU. The physician diagnosed the event as respiratory failure due to hypercarbia and atelectasis. The pt dialyzed uneventfully in the ICU the next day, using a revaclear dialyzer. The cartridge blood set, bicart and revaclear dialyzer were all discarded. The phoenix machine has been used since the event, with no other issues reported.